Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, two implantation failures occurred during the same procedure. The first implant broke inside the plunger. The second implant had a mark in the center of the implant. A third back up lens was implanted to complete the procedure. Additional information was requested but was not available at the time of this report.